Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the lead was thoroughly inspected and analyzed. The helix was partially extended and tissue was present. The lead body had two cuts in the insulation. The lead was determined to have been electrically continuous. An x-ray was performed, no anomalies were noted. The clinical observations were not able to be confirmed.

Event description:
Boston scientific received information that this lead displayed a decrease in pace impedance and r waves as well as an increase in threshold. The patient was seen for a revision procedure where the lead was explanted and replaced. The lead is to be returned for analysis.